Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced adhesions, mesh drooping, pain, mesh failure, emotional changes, discomfort, and recurrence. Post-operative patient treatment included revision surgery, cholecystectomy.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (patient codes, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, b5, b6, b7, h6 (patient codes), (&) additional info medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced adhesions, mesh drooping, pain, mesh failure, emotional changes, discomfort, recurrence, abdominal pain, (&) tenderness. Post-operative patient treatment included revision surgery, cholecystectomy, ultrasound, diagnostic lap, lysis of adhesions, (&) mesh re-secured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced adhesions, mesh drooping, pain, and recurrence. Post-operative patient treatment included revision surgery.